Manufacturer narrative:
Final analysis found normal battery depletion.

Event description:
It was reported that the pulse generator exhibited premature battery depletion and back up vvi mode. The device was explanted and replaced.